Event description:
The user facility reported that the device turned on by itself during testing prior to a procedure.  There was no patient involvement, no delay, no medical intervention, and no adverse consequences.

Manufacturer narrative:
Confirmed. Motor corrosion.

Event description:
The user facility reported that the device turned on by itself during testing prior to a procedure.  There was no patient involvement, no delay, no medical intervention, and no adverse consequences.